Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the process. After the pump reset, the cgm error code did not appear again, and the caller successfully started their sensor session.